Manufacturer narrative:
Based on the information provided, the valve leaked during preparation. Since this was the only device at the facility, the physician wrapped gauze around the valve to prevent blood loss and completed the procedure. No adverse effect to the patient was reported. During investigation, a review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications was conducted. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent graft is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100 percent quality control inspected for leakage. The manufacturing records were reviewed, and nothing of note was observed. There is no evidence to suggest the product was not manufactured to current specifications. The appropriate internal personnel have been notified. Cook will continue to monitor for similar events.

Event description:
An (B)(6) female patient underwent aaa repair by right femoral approach. The patient was suitable for endovascular repair, saccular aneurysm of the abdominal aorta, no tortuosity, enough length of proximal and distal neck. Both cia is short, however it was secured 30mm for both side. After placing the mainbody graft and iliac legs, a proximal type I endoleak was confirmed by angiography (1820334-2015-00210). The physician planned to add the extension in the proximal neck of the main body, and when he attempted to advance the extension from right, he felt resistance. Therefore, he removed the device from the body of the patient and observed the endosporium between the dilator tip and sheath. The physician determined not to attempt the device from right side because of the risk, and advanced the device from left this time, however he felt resistance again. He considered to remove the device but could not, so he advanced the device as much as possible, and placed the extension inside of the main body where it was not the desired position. Afterwards, he attempted to use strong force to advance the extension device, but both iliac legs migrated proximally into main body (1820334-2015-00212). Slight endoleak was observed, and the physician thought it is going to be a thrombosis. Since intima of a vessel was damaged, right iia was embolized and another leg was inserted into eia. In addition, another iliac leg graft was planned to place. However, the leakage from hemostatic valve was observed while preparing. Since this is the only one device available at this facility, the physician wrapped the valve up in a gauze to prevent the blood leakage, and completed the procedure (1820334-2015-00200). Dissection at left iia and slight proximal type I endoleak were observed, but since the physician could not attempt any procedure he finished the procedure. Patient outcome not provided by the reporter.

Event description:
An (B)(6) year old female patient underwent aaa repair by right femoral approach. The patient was suitable for endovascular repair; saccular aneurysm of the abdominal aorta, no tortuosity, enough length of proximal and distal neck. Both cia is short, however it was secured 30mm for both side. After placing the main body graft and iliac legs, a proximal type I endoleak was confirmed by angiography (1820334-2015-00210). The physician planned to add the extension in the proximal neck of the main body, and when he attempted to advance the extension from right, he felt resistance. Therefore, he removed the device from the body of the patient and observed the exosporium between the dilator tip and sheath. The physician determined no to attempt the device from right side because of the risk, and advanced the device from left this time, however he felt resistance again. He considered to remove the device but could not, so he advanced the device as much as possible, and placed the extension inside of the main body where it was not the desired position. Afterwards, he attempted to use strong force to advance the extension device, but both iliac legs migrated proximally into main body. (1820334-2015-00212) slight endoleak was observed, and the physician thought it is going to be a thrombosis. Since intima of a vessel was damaged, right iia was embolized and another leg was inserted into eia. In addition, another iliac leg graft was planned to place, however, the leaked from hemostatic valve was observed while preparing. Since this is the only one device available at this facility, the physician wrapped the valve up in a gauze to prevent the blood leakage, and completed the procedure (1820334-2015-00200). Dissection at left iia and slight proximal type I endoleak were observed, but since the physician could not attempt any procedure, he finished the procedure. Patient outcome not provided by the reporter.

Manufacturer narrative:
(B)(4). Event is still under investigation.